Event description:
A company representative was following up on a list of patients whose vns generators were potentially at end of service when an online obituary was found indicating that the patient had passed away. No additional relevant information has been received to date, including the cause of death.